Event description:
A getinge service territory manager (stm) reported that during preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp) was unable to autofill. There was no patient involvement, and no adverse event reported.

Event description:
A getinge service territory manager (stm) reported that during preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp) was unable to autofill. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue discovered failure code # 16 in the fault logs. The stm replaced the purge valve assembly to resolve the issue. The stm performed full pm with calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety checks and was returned to the customer and cleared for clinical use. The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
A getinge service territory manager (stm) reported that during preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp) was unable to autofill. There was no patient involvement, and no adverse event reported.